Event description:
A customer contacted beckman coulter regarding erroneous nucleated blood cell (nrbc) result obtained from a single patient sample. The erroneous result was generated by coulter lh750 instrument. The nrbc result was 0.0%. The nrbc result was not reported out of the lab. The customer performed a manual review and obtained nrbc result of 88%. Based on information available, there was no affect to patient.